Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. No evidence of device malfunction was found in the engineering logs. The ilet was performing as intended and can be seen reacting appropriately to cgm glucose values. The ilet was triggering device and cgm glucose alerts when required. The cause of this event cannot be determined based upon the information available.

Event description:
On (B)(6) 2025, a clinical diabetes specialist (cds) reported that on (B)(6) 2025 the user experienced low blood glucose (bg) followed by a seizure. Multiple attempts to contact the user for additional information were unsuccessful, and no further details were obtained.